Manufacturer narrative:
(B)(4). A partial lead with the connector pin measuring 22.0cm was returned for analysis. External insulation abrasion was noted at 18.0-19.4cm from the connector pin, consistent with lead friction to the device can. The etfe coating was intact at this location.

Event description:
It was reported that patient presented to the operating room for generator upgrade. Upon inspection of the rv lead an insulation anomaly was observed. Lead was capped and replaced. Patient was stable post-procedure.